Manufacturer narrative:
Main component of the system and other applicable components are: product ID 97791, lot # n623689, implanted: (B)(6) 2016, product type accessory; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
The patient reported via a manufacturer representative (rep) that they were receiving good coverage until (B)(6) 2016 when the patient started experiencing severe cramping in the upper back. The patient's daughter tried to decrease levels and eventually shut stimulation off in the afternoon. The symptoms continued and the patient went to the emergency room. The patient was admitted and a CT scan was ordered to check for a compression fracture. A rep confirmed the stimulation was off and the patient was at the hospital at the time of the report. It was noted the issue was not resolved at the time of the report. There was currently no surgical intervention planned but was possible in the future after testing was completed. Additional information received from the rep indicated the unit was still off and the patient continued to have pain and cramping in the upper back. The implantable neurostimulator (ins) was indicated for malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider noted that results of the CT scan: stable appearance of compression fractures. Actions/interventions taken to resolve cramping and pain: the patient was given valium and dilaudid in the ER on (B)(6) 2016 with some improvement and was admitted for pain control. Regarding the cause of the cramping and pain, it was noted: unknown. Patient has since passed away on (B)(6) 2016. Cause of death was noted as: intractable back pain, vertebral compression fracture, and failure to thrive.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the cause of death (vertebral compression, intractable back pain) was not related to the ins device/therapy. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.